Manufacturer narrative:
Patent's weight unavailable. Relevant tests/laboratory data unavailable. Other relevant history unavailable. Device lot number, expiration date unavailable. The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to rising impedance on the lead, with a new lead to be implanted after the extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction to aid in the lead's extraction. Using a spectranetics 16f glidelight laser sheath and the device's outer teflon sheath, the physician progressed, smooth and steady, until the glidelight reached just beyond the superior vena cava (svc)/right atrial (ra) junction. At that time, the patent's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, CPR, bypass and sternotomy. The physician had a challenging time identifying the point of injury. He ultimately determined there was a hole the size of a nickel in the svc/ra junction and another smaller hole in the innominate vein. The physician patched the holes. Unfortunately, the patient died early the next morning. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted to capture the 16f glidelight device which was present in the areas of injury during the procedure.